Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, wide qrs signals were observed as vf. The device detected normal sinus before any therapy was delivered. Programming changes were made and the device remains implanted.